Event description:
Stab myself in the face / stab near my mouth - skin [skin injury]. Near my mouth is infected - skin [skin infection]. Brush head comes off easily while brushing my teeth - oral-b [device breakage]. Case narrative: consumer via e-mail stated that while brushing their teeth the oral-b toothbrush head came off of the oral-b pro 1000 toothbrush and they stabbed themselves in the face/near their mouth with the metal prong inside which has caused an infection near their mouth. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.